Manufacturer narrative:
Please refer to emdr (B)(4) (initial) for all valid case information, as emdr (B)(4) (supplemental) was created and submitted by mistake.

Manufacturer narrative:
The download data from the received device showed that the pod generated an 0x18 alarm, indicating the pod had reached an empty reservoir. The reservoir was confirmed to be empty. No abnormalities were observed in the data. The exposed portion of the soft cannula was found to be kinked. This damage did not prevent fluid from flowing through the entire fluid path as intended, and no leaks were found. Because the timing and cause of the soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported event.

Manufacturer narrative:
The download data from the received device showed that the pod generated an 0x18 alarm, indicating the pod had reached an empty reservoir. The reservoir was confirmed to be empty. No abnormalities were observed in the data. The exposed portion of the soft cannula was found to be kinked. This damage did not prevent fluid from flowing through the entire fluid path as intended, and no leaks were found. Because the timing and cause of the soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 425 mg/dl while wearing the pod between 4 and 24 hours on their leg. Information on treatment was not provided. The device was originally reported for allegedly not delivering insulin properly.